Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable.

Event description:
The device was in use in the patient when it was noted that the device has a split in one of the lumens. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.